Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the sutures keep breaking. It is unknown if this was during or prior to any procedure. There were no patient consequences reported and it is unknown how the case was completed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted.

Manufacturer narrative:
(B)(4).